Event description:
Customer reports to have experienced failed battery test, even after troubleshooting. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, failed battery test, battery out of limit or off no power alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.